Event description:
On (B)(6) 2011, pt reported the button closest to the insulin cartridge on the infusion device is not functioning. Pt stated he first noticed the issue one month or so ago. Pt reported the button does pop back up when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.